Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the spike port of an exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag and the spike of an unspecified access solution set. During preparation, the eva tpn bag was spiked with the unspecified access solution set and a leak was observed between the connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.